Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side rupture confirmed via MRI, capsular contracture baker grade iii, and later "breast pain, right. Painful hard right breast implant". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d1, d4, d6a, g1, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.